Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient had a fracture of the distal radius. On (B)(6) 2013, the patient had a procedure done on the fractured distal radius, where the surgeon va-tcp. When the doctor was just about to open a package of va lockscr 2.4 self-tap l16 tan and begin to use. However, the screw did not fit right in with the driver. The doctor inserted the screw thinking that stardrive was not the same in shape. The shape of stardrive was a little bit bigger than proper one, the driver run idle and stardrive was broken. The screw in question was replaced with another one. Additional information has been requested. This is report 1 of 1.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.